Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple station was shown cfnapp screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstations were automatically logging off windows every 450 seconds, requiring pharmacy staff to reboot each station to regain access, with the issue recurring after approximately 7.5 minutes of inactivity. A field service engineer (fse) confirmed that the behavior was caused by a group policy setting that configured the windows logoff timeout to 450 seconds, though the exact root cause of the policy change was unknown. With assistance from technical support specialist (tss), the inactivity timeout was successfully reset to 0 using registry modification and group policy update commands, effectively disabling the automatic logoff. Additionally, it was observed that the stations were not running standard chaos 1.11 es images and contained non-standard configurations and applications; therefore, a plan was made to reimage station to the standard build to prevent recurrence. Post-repair testing confirmed all stations functioned normally, with successful validation in hardware test application (hta) and application access, and no further unexpected logoffs were observed. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.